Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired. It was also alleged that the event occurred due to the administration of the product for dialysis treatment.